Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; device patch with lot number 2672900, an opening, and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the right side.

Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.